Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pocket was closed, the right ventricular (rv) lead exhibited no capture in unipolar or bipolar at high outputs. Also, impedance dropped in unipolar and bipolar. The pocket was reopened. Testing on the analyzer showed high outputs unipolar ring to can. A large clot was revealed on the tip when the lead was pulled out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was observed to have blood ingression. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.